Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper separated from the plunger rod during use and blood leakage occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that the stopper separated from the plunger rod allowing for blood to leak from the syringe.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the stopper separated from the plunger rod during use and blood leakage occurred with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that the stopper separated from the plunger rod allowing for blood to leak from the syringe.